Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products: handpiece device. Device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no non-conformance or abnormalities identified during the manufacture of the device that may have contributed to the reported condition. It was determined that the device passed all manufacturing and test requirements at the time of manufacture. Complaint history review: a complaint history review was performed which indicated that there were no complaints found for the reported lot number. Manufacturing record evaluation (mre) review: a manufacturing record evaluation (mre) was performed for the finished device lot number, and there were no non-conformances identified that was related to the reported complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery testing it was observed that the proximal end of the cutter device shaft broke when used with a handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.